Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer malfunctioned due to lose hard stop screws and defective plunger. A field service engineer (fse) turned the device down and discovered that the hard stop to be loose and a dull square plunger that needed replacement. The fse then tightened the hard stop loose screws, replaced the square plunger, rebooted device, and restarted the device tested in the hardware test application which confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer bounced back open when user attempted to close it. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.